Manufacturer narrative:
Additional information: unique identifier added: evaluation summary based on supplier investigation, the device history record (DHR) review did not indicate any exception that could lead to the reported incident. The supplier received the samples of the monoject hypodermic safety needle for evaluation. Samples were visually examined, and no foreign matter was found on the samples. The supplier also visually examined 50 pieces of retained samples with the same lot number and no abnormalities were detected. From the investigation, the root cause could not be determined. No action will be taken at this time.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states two of the needles opened had a single particle of fluff attached; one on the orange section and the other on the tip of the needle.